Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to the nail breakage. No delay reported.

Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured across the largest through hole and thinnest cross section. The device shows heavy signs of wear on one side of the through hole at the point of the fracture. All pieces were returned. The clinical medical investigation concluded that this case reports that a revision surgery was performed due to the nail breakage. Per email communication, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a traumatic injury or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.